Manufacturer narrative:
(B)(4).evaluation summary: the customer reported condition, display problem, was confirmed by service. The cause of the reported condition was determined to be a broken main display due to mishandling. The main display was replaced to fix the reported condition.additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a display problem; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.